Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were 4 mg/ml bupivacaine at 0.9267 mg/day and 6 mg/ml dilaudid (hydromorphone) at 1.39 mg/day. The reason for use was non-malignant pain. It was reported that his "pain pump is not working, it turns off and stops delivering the medicine I need and I will be in terrible pain, it happened again last night, and I wanted to see what doctors you have." He has never had a problem with his pump, and that this issue started happening "in (B)(6) (2019), and I haven¿t missed any refills and when I did see the doctor they said it was working fine and they increased it and the second time they looked at it, they did a study and that everything was ok, and they couldn¿t understand why the flow will get slow from time to time." They "decreased the output today." The patient says pump needs to be replaced. They are currently taking "1 oral 2mg tablets of dilaudid which is giving me some relief.¿ the situation is being addressed by the healthcare professional (hcp). His doctor doesn¿t do replacements of pumps and wants a list of hcp¿s. There were no further complications reported/anticipated.

Manufacturer narrative:
Correction: the initial report indicated intervention required in error. The initial report indicated the type of reportable event as serious injury in error, and has been corrected in this report to reflect malfunction. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was reported that the pump was "working. No further information was provided.